Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Usfda MDR determination: the patient was revised to address loosening at the cup/bone interface. It would be reasonable to conclude that the components that were not the cup and the connected screws would not have contributed to the cups loosening. The head/liner and stem are not being reported at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of cup at the bone to implant interface. 54mm pinnacle revision cup was removed and replaced with augments and stryker mdm actabular construct. Summit stem remained in place. The 32 +9 head was removed and replaced with a 28mm ceramic +12 revision ts femoral head. Doi: 2016 - dor: (B)(6) 2021 (right hip).